Manufacturer narrative:
Results: related to operational context (no defects were noted which would have hindered inflation during evaluation of the returned device). Conclusions: operational context caused or contributed to the event (no defects were noted which would have hindered inflation during evaluation of the returned device). (B)(4).

Event description:
Additional information clarified that the device could not inflate. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The sheath and stylette were present when received, and were difficult to be removed. The distal tip was flared. The stent was positioned on the balloon between the inner shaft markers with no deformation evident. The transition shaft and distal shaft were undamaged. Negative prep was performed and passed. The balloon did not expand due to the presence of residue in the inflation lumen. There was no pressure drop noted on the indeflator indicating there was no leak (maintained pressure). The device was placed in a water bath to disperse residue in the inflation lumen, on removal from the water bath a 0.014 inch mandrel was inserted and advanced along the hypotube with no issues noted. Negative prep was performed and passed. The balloon was inflated to 9atm (nominal pressure) to expand the stent and maintained pressure.

Event description:
The physician was attempting to advance an endeavor resolute drug eluting stent to a 22mm lesion in the distal cx with 75% stenosis, moderate tortuosity and little calcification. The device was removed from the packaging per instructions for use, and inspected prior to use and prepped with no issues noted. When the physician attempted to use the stent, it was adhered on the balloon. The physician could not use the stent. The device could not be positioned at the lesion. Resistance was not encountered when advancing the device and excessive force was not applied. It is reported that the physician believes that the event was due to use of the device in a difficult lesion morphology/anatomy. There was no injury and the patient status post-procedure is reported to be stable. The entire device was pulled back safely. The procedure was completed using a non-medtronic 25x23 des. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (device could not be positioned at the lesion). Patient¿s condition affected effectiveness of device (difficult lesion morphology/anatomy). No results available since no evaluation was performed. Evaluation conclusions: known inherent risk of a procedure (device could not be positioned at the lesion. Device failure related to patient condition (difficult lesion morphology/anatomy). Unable to confirm complaint. (No device received for evaluation). (B)(4).